Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No unexpected ramping of numbers noted. All buttons function properly. Insulin pump had corroded keypad traces noted during visual inspection. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, cracked reservoir window and cracked reservoir tube.

Event description:
Customer reported that the numbers were ramping on the insulin pump's screen. Customer stated that the insulin pump was not responding. Customer did not recall any significant events leading up to the error. Blood glucose level was 290 mg/dl at the time of the call. No further information was provided.